Event description:
It was reported that there was high impedance greater than 2000 ohms, high thresholds, no capture, and an apparent conductor failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that there was high impedance greater than 2000 ohms, high thresholds, no capture, and an apparent conductor failure. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn. Capture, failure to, impedance, high, lead(s), fracture of, high threshold.